Event description:
The patient's spouse reported that when the start button on the previously working remote monitor was pressed, it failed to power up. The power button was lit, but no additional indicator lights came on and no transmission was initiated. Set up was verified, the power cord was disconnected and reconnected, then the manual transmission was successfully completed; which was verified per patient management database. The monitor remains in use. No patient complications were reported as a result of this event. It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis was performed on the monitor. The monitor passed the bench power and full debug mode test. The full debug mode test results were verified. The analysis conclusion revealed no defect was found.

Event description:
The patient's spouse reported that when the start button on the previously working remote monitor was pressed, it failed to power up. The power button was lit, but no additional indicator lights came on and no transmission was initiated. Set up was verified, the power cord was disconnected and reconnected, then the manual transmission was successfully completed.; which was verified per patient management database. The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.